Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.7 mm cortex screw broke during surgery. The surgeon was performing an open reduction internal fixation of a right fibula and while inserting the first self-tapping screw, the surgeon did not drill the far cortex and the screw snapped about one-fourth way inferior to the head of the screw. The surgeon elected to leave the shaft of the screw in the bone and removed the head. There was no delay in surgery and no patient adverse event. The device will not be returned as it is implanted in the patient. This complaint involves 1 device. This report is 1 of 1 for (B)(4).